Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The absolute pro device referenced is filed under separate medwatch report number.

Event description:
It was reported that on (B)(6) 2021, a percutaneous intervention was performed on the right external iliac artery. An absolute pro stent advanced and stent deployment was performed without issues noted at that time. Following, an armada dilatation catheter advanced and post-dilatation was performed without issues reported. During armada removal, resistance was met. It was then observed that the absolute pro stent had partially deployed at the target lesion and partially deployed in the sheath. The armada catheter had become stuck in the sheath and in the partially deployed absolute pro stent. All was removed, partially deployed stent, sheath, and armada catheter, as a single unit. Angioplasty was performed on the target lesion in replacement. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was returned for analysis. The reported difficulties to remove were confirmed with other observations. There were additional noted wrinkles and bunching on the balloon consistent with use and case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot.the investigation determine that case circumstances are the likely cause of the reported difficulties. It is likely that the interactions with the absolute pro stent and the sheath caused limited clearance for the armada to be removed properly. The balloon most likely did not refold properly in order to be retracted and ultimately became stuck with both the stent and sheath. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.